Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the patient let her ins battery go dead for the first time, recharged it and was able to turn it back on with the pp but she felt like therapy was not working like it was before ins went dead. Patient reported it did not seem like it was helping her back. Patient stated she did not seem to feel stimulation and so she increased stimulation up but that did not help. Patient mentioned based on her position sometimes she would feel stimulation. Patient was worried that she may need to charge it up and was able to turn ins back on using pp. Additional information was received. It was reported that patient noticed she was not getting full benefit of implant because she let it go dead. Patient stated the implant was charging and she was getting full charge. No further complications were reported/anticipated.